Event description:
Refer to h10.

Manufacturer narrative:
Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. F10 continued: international medical device regulators forum (imdrf) adverse event reporting f10 continued: added medical device problem code: 1250 fluid/blood leak, selected 1091 was entered in error. Changed to 4761 access port. Evaluation summary: we performed good faith effort to gather additional information regarding this event the following questions. "Has the user had the idea that this event was due to the misuse (wrong reprocessing)" the user responded that "we assumed the event was due to the scope sitting in the cidex opa too long, but when I went over the process with my scope techs, they stated they set the timer for 12 minutes, pulled the scope when it went off. Put it in a sink of fresh water, flushed with 60cc syringe of fresh water x3, and then air x3, then alcohol, then blew it dry with air. So it makes me wonder if there is some other cause." A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2014. The endoscope was received by pentax medical for evaluation on (B)(6) 2023. The endoscope was inspected by pentax medical service under work order (B)(6) and the technician documented the following inspection findings: scope leak test function: dry leak test fail, scope leak test function: wet leak test fail, lcb (light carrying bundle): fluid damage, operation channel (primary): cut, operation channel (primary): leak, insertion flexible tube: bump, insertion flexible tube: fluid damage, distal body: worn out, segment: fluid damage. Control body: fluid damage, control body: corroded, mecha base plate: corroded, remote control button(2): cut, remote control button(3): cut, suction channel: kink, root brace rubber (lg connector): cut, zoom lever: improper adjustment. Repair work order (B)(6) was closed on (B)(6) 2023. Molykote® lubricant "molly coat" is a dry lubricant used inside the endoscopes. If the bending rubber or channels inside the endoscope are punctured and fluid enters the endoscope the molly coat can mix with the fluid and come out of the endoscope, but is not a significant health risk to the patient per the msds sheets. In large caliber endoscopes(gastro, colono, duodeno, etc) the molly coat is black and smaller endoscopes uses white or grey lubricant. It is presumed that the cause of the users experience was unintended damaged to the operational channel while using forceps during the procedure. The channel was cut by the accessory resulting in a hole in the channel, and the fluid that entered the endoscope came out from the tip mixed together with the dry black lubricant. Solid lubricants are biocompatible, and even if they fall into the body, the impact on safety is low. Since the instructions for use(IFU) instruct the user to carry out a leak test before reprocessing, there is no possibility that such a product will be used by the next user. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported that they used a gastroscope that went in the patient, biopsy forceps were inserted through the channel and some "cloudy silver-tinged liquid" came out of the endoscope into the patient's duodenum. This endoscope was cleaned in cidex solution[high-level disinfectant]. The user is questioning if there is any risk to the patient. If so, what type of precautions do they need to take? This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 2687 foreign body in patient. Medical device problem code: 1091 device reprocessing problem. Component code: 4755 part/component/sub-assembly term not applicable. The user facility responded to a good faith effort request via email on 22-jun-2023 that the endoscope was soaked in cidex for too long causing breakdown, 2 drops of black fluid dropped from the endoscope into the patient's duodenum during the procedure while a biopsy forceps was being inserted through the channel. The procedure was for diagnostic purposes. There wasn't a delay in the procedure which would require medical intervention such as additional anesthesia or prolonged hospital stay. The patient was discharged after the procedure. The patient was notified by the physician of the drops of cleaning solution from the endoscope into the patient's duodenum. The safety data sheet was consulted for cidex and states to flush with water or milk if accidentally ingested, and to only treat if any allergic reactions occur, do not induce vomiting. The patient was given water to drink to flush. She was also observed for any reactions and educated on reactions and to call if any occur. Patient verbalized understanding the signs to look for and felt comfortable for discharge. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.